Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the battery status of this device was at elective replacement indicator (eri). Using device programming and therapy history to determine the minimum expected longevity for this device, we confirmed that the device fell short of originally labeled longevity expectations.

Event description:
Boston scientific received information that this device was explanted and returned for reliability analysis. To date, no adverse patient effects were reported with this clinical observation.